Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 694758 lead, implanted: 2008 (B)(6); 5068-52 lead, implanted: 2000 (B)(6). (B)(4).

Event description:
It was reported that the atrial lead had dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis of the device memory indicated far field r-wave oversensing has been noted during atrial tachycardia/atrial fibrillation episodes on 2014-(B)(4).